Manufacturer narrative:
This report is being filed due to a report of serious injury. Multiple sections of this report are blank and could not be completed due to the limited information provided, namely section a-patient information, section e-initial reporter (united states), and section d-suspect medical device (the lot number for the device was not provided). An attempt to gather further details to obtain the incomplete information on this form was made; however, per the distributor, good faith efforts for additional information could not be performed as this event was reported through FDA's medwatch program and the initial reporter reporter indicated on the form they wished to be confidential . Should additional information be received, it will be provided in a follow up medwatch report. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: · monitor wire position throughout the procedure for proper placement of the curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event.

Event description:
Event description: (B)(6) received information that during the implant of a (B)(6) transcatheter aortic , complete atrio-ventricular block developed after positioning the safari guidewire in the left ventricle. Temporary pacing was required. Ultimately, a permanent pacemaker was implanted. Prolonged hospitalization occurred. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Additional information provided by the distributor 12 july 2024: please note, this complaint was reported to us directly from the FDA and the reporter indicated on the form they wished to be confidential. Also, no healthcare facility was provided so we have no way of determining which rep could assist in tracking down more information. With no lot numbers there is no way to determine which facilities those lots had been sent to. Therefore we have no avenues to pursue for obtaining additional information and no attempts can be made.